Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to misaligned insertion; and/or prying/leveraging the device during insertion.

Event description:
It was reported on (B)(6) 2023 by a sales representative via sems, that an ar-18716v-11 screw got stuck inside of a patient's hand during a procedure. Plate went down and the screw broke off. They do have the head of the screw that broke. Case involvement, device broke during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined. As the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.